Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5092-52 lead implanted: 2000-(B)(6), 305c21 tissue valve implanted: 2005-(B)(6), (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. There are small p-waves, but they are chronic per the trend. The lead remains in use. No patient complications have been reported as a result of this event.